Event description:
It has been reported to the co that during the procedure the occlusion balloon deflated. During carotid stenting procedure the occlusion balloon was inflated distal to the lesion. The occlusion balloon deflated after pre-dilatation was done. The physician did not aspirate the artery. The case was completed without protection in place.